Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2018, four (4) 2.8mm threaded drill guide were inspected after the decontamination process. When putting several sets back together, it was discovered that the threads on four (4) threaded drill guides were damaged. The locking tower threads would not properly lock into several different plates that were tested. The threads were unable to be placed into the locking hole on the plates because the locking tower threads appeared to be stripped there was no patient involvement. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.8mm threaded drill guide. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: : a device history record (DHR) review was conducted: part: 312.648. Lot: 4684213. Release to warehouse date: 02-dec-2003. Manufacturing site: synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. The following investigations were performed: damage visual appearance not as expected: device condition: the returned device was visually inspected at customer quality and the distal tapered threaded tip was identified with a few rolled over threads under 10x magnification. No new issues were identified. The received device condition agrees with the reported complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: the relevant drawings, both manufacturing and current revision, was reviewed and no design issues were identified. Dimensional inspection on relevant dimensions was not able to be performed due to post manufacture damage. Also, a definitive root cause for complaint condition could not be determined from the provided information. However, it is likely that any unintended improper assembling attempts with the mating device could have contributed to the damaged threads on the given 14 + year old reusable instrument. Conclusion: the complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.